Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was scheduled to have his device removed because, it was not effective but the patient¿s doctor wanted to try to ¿get it working¿ before they removed it. It was noted, the patient had worked with a manufacturer representative in 2011 and 2012. In 2011, the patient started on program 3 and was told not to go higher than 2.5 volts. After a few months, the patient did not feel any stimulation. The patient switched to program 4 and was directed not to increase over 2.5 v and on programs 1 and 2 the patient was told not to increase higher than 1.6 v. It was noted, the patient was currently on program 2at 5.5 v and was told not to exceed 5 amps. The patient was going ¿play with it¿ some more. Additional information received reported, the patient was still having concerns regarding his device or therapy but was working with his doctorand/or manufacturer representative. It was noted, the patient had an appointment on (B)(6). Additional information received reported, the patient was still having concerns regarding his device or therapy but was working with his doctor and/or manufacturer representative. It was noted, the patient had an appointment on (B)(6). Additional information from the healthcare provider stated, the cause of the event was negative impedance readings. It was stated, the event was attributed to the lead and implantable neurostimulator (ins). It was noted all impedance measurements were above 4,000 ohms or below 50 ohms. Reportedly, the patient¿s lead and ins were surgically replaced. It was stated, the patient had symptoms of retention and they did not required hospitalization. It was reported, the patient was doing much better and had significant relief.

Manufacturer narrative:
Product ID 3889-28 lot# v656930, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight

Manufacturer narrative:
Product ID: 3889-28, lot# v656930, implanted: (B)(6) 2011, product type: lead; product ID: 3889-28, lot# v656930, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device had never helped the patient's condition.